Manufacturer narrative:
Iris field service engineer was sent to the customer location and replaced the camera, p/n: b48589. The fse re-reran controls and the controls passed. The system was operational. Beckman coulter (bec) internal identifier for this report is cf (B)(6).

Event description:
The customer stated they are failing focus controls on their iq200 instrument. The customer also reported grey and blurry images. The customer did troubleshoot by running the cleaning procedure and flushing the sample filter prior to calling customer technical specialist. The customer stated there were no erroneous results generated or reported out of the lab.